Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube") and fallopian tube perforation ("left essure micro-insert very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required), abdominal adhesions ("adhesions and scar tissue"), abdominal pain lower ("severe lower abdominal pain and cramping"), pelvic pain ("severe pelvic pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), dysmenorrhoea ("severe pain during menstruation"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes on her chest"), pruritus generalised ("general, topical itchiness"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy on (B)(6) 2015) and surgery (hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal adhesions, abdominal pain lower, pelvic pain, menorrhagia, dysmenorrhoea, back pain, arthralgia, uterine pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus generalised, vaginal discharge, vaginal infection, fatigue and weight fluctuation outcome was unknown. The reporter considered uterine perforation, fallopian tube perforation, abdominal adhesions, abdominal pain lower, pelvic pain, menorrhagia, dysmenorrhoea, back pain, arthralgia, uterine pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus generalised, vaginal discharge, vaginal infection, fatigue and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was full occlusion of both fallopian tubes. Pelvic ultrasound scan in (B)(6) 2015: left essure coil very close to endometria cavity, suggesting possible migration of the left micro-insert during removal surgery (hysterectomy, bilateral salpingectomy) on (B)(6) 2015: adhesions and scar tissue observed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her left essure micro-insert was very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube. Patient underwent a hysterectomy and bilateral salpingectomy. Uterine and fallopian tube perforation are anticipated in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure. Also, they may occur with essure, most often during insertion. In this particular case, the exact date and mechanism of perforation are not known, however, considering the events' nature, a causal relationship with essure was considered related. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube/uterine migration/perforation (uterus)") and fallopian tube perforation ("left essure micro-insert very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube/perforation (fallopian tube(s)") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 1 ((B)(6) 2011). Concurrent conditions included epimenorrhea. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 3 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and the first episode of vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal adhesions ("adhesions and scar tissue"), abdominal pain lower ("severe lower abdominal pain and cramping"), dysmenorrhoea ("severe pain during menstruation"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash ("rashes on her chest"), pruritus generalised ("general, topical itchiness"), vaginal discharge ("vaginal discharge"), the second episode of vaginal infection ("vaginal infections"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and headache ("pain in head"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal adhesions, abdominal pain lower, pelvic pain, menorrhagia, dysmenorrhoea, back pain, arthralgia, uterine pain, dyspareunia, migraine, alopecia, dysgeusia, rash, pruritus generalised, vaginal discharge, the last episode of vaginal infection, fatigue, weight fluctuation, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal adhesions, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus generalised, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2014: full occlusion of both fallopian tubes on (B)(6) 2015, pelvic ultrasound scan: left essure coil very close to endometria cavity, suggesting possible migration of the left micro-insert and right ovarian cyst. During removal surgery (hysterectomy, bilateral salpinectomy) on (B)(6) 2015: adhesions and scar tissue observed. On (B)(6) 2015, pathology test revealed there was bilateral metallic coil inserts in place at each cornu that extended into each fallopian tube. These inserts measured 1.5 cm in length x 0.3 cm in diameter. The fallopian tubes average 5 cm in length x 0.6 cm in diameter. Each had a smooth purple serosa with attached vesicular excrescences measuring up to 1 em in diameter that contained clear serous fluid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 27-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- abnormal bleeding (vaginal, menorrhagia), vaginal infection and pain in head. Lab data added and historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 18-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her left essure micro-insert was very close to endometrial cavity, one micro-insert having perforated her uterus and fallopian tube. Patient underwent a hysterectomy and bilateral salpingectomy. Uterine and fallopian tube perforation are anticipated in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure. Also, they may occur with essure, most often during insertion. In this particular case, the exact date and mechanism of perforation are not known, however, considering the events' nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.